Event description:
This incident involved an open heart surgical pt. The pt's hlth was compromised because of the malfunctioning ivac tubing. The pt's blood pressure dropped dangerously low because of the administration of a brief bolus of nipride. Fluid resuscitation was needed for the pt to recover and stabilize. The accuslide mechanism that opens and closes the flow of fluid in the IV tubing cassette, failed to close. During the hosps internal investigation it was discovered that the same steel ball in the accuslide mechanism, which controls the opening and closing of the IV line was missing. Inventories were checked and it was discovered that another IV cassette had the small steel ball missing, also. If the steel ball from the tubing is not in place, the IV flow will remain wide open. Even though the accuslide mechanism is in the off position, the fluid continues to flow. Mechanical kinking of the tubing or the use of a clamp is the only way to stop the flow through the IV. An ivac med systems rep was notified of these events and met with hosp rep on november 5, 1997 to discuss the incidents. A copy of this report was faxed to the ivac general office on 11/13/97.